Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 4 years. Through follow-up with the health-care provider, it was learned that the device was explanted due to prosthetic aortic valve endocarditis. According to the operative report, this patient initially had surgery in 2007 with severe aortic regurgitation and left to right shunt through a large membranous septal defect, all secondary to endocarditis with a cardio homans gram-negative bacillus. She re-presented with a cva (cerebrovascular accident) from which she is starting to recover and severe aortic regurgitation and evidence of possible endocarditis of the mitral valve. The aortic valve had a rocking motion strongly suggestive of partial dehiscence secondary to endocarditis. The operative findings indicate that adhesions were dense. Transesophageal echo (tee) interpretation showed the aortic valve was severely involved with endocarditis with vegetation of the leaflets and the annulus. Additionally, the surgeon has indicated that the reason for removing the subject device was not related to a product malfunction. The explanted device was replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record (DHR) review was completed and there was no nonconformance found related to this event. Unfortunately, the edwards device was not returned for analysis. Without return of the device, the reported event cannot be confirmed. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the source of the infection was provided as "gi tract."